Event description:
It was reported the scs lead migrated confirmed via x rays. As a result, surgical intervention was undertaken on (B)(6) 2019, wherein the migrated lead was explanted and replaced with two new leads. Therapy was restored.